Manufacturer narrative:
An event of incomplete stent opening was reported. The valve was returned to abbott for investigation. All three leaflets had limited mobility when manually manipulated and appeared to be dehydrated. Due to the condition of the returned valve, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported incomplete stent opening could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect- impact code: 4641 unexpected medical intervention.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision was chosen for implantation, utilizing a large flexnav delivery system (ds). The patient presented with sinus bradycardia, heart rate of 45 beats per minute (bpm), annulus size of 22.9 mm perimeter derived, aortic valve angle of 53 degrees, moderate calcification extending beneath the aortic plane in the interventricular septum, and mild tortuosity. Poor CT quality was noted by the implanter. Pre-dilatation balloon aortic valvuloplasty (bav) was performed with a 24mm balloon. However, bav was ineffective; the balloon moved two times aortic during bav. On the first deployment attempt, the valve was deployed to 80% at a depth of 4mm non-coronary cusp (ncc) and on the left coronary cusp (lcc). However, it was noted that there was non-uniform expansion on the lcc side, with an approximate 1 cm gap between the stent frame and anatomy. In the physician¿s opinion, the reason why the valve expanded non-uniformly was due to there were 4 stent struts on the ncc that were not separated and were located directly next to each other. Re-sheathing was performed, and deployment was started at 6mm in the left ventricular outflow tract (lvot). On the second attempt, valve was deployed to 80%, but the same issue occurred. However, the valve began to drift toward the aorta, which began at approximately 40% on the lcc side. This resulted in a position too high at the lcc. The navitor valve was not released at this time from the catheter. It was noted that there was always a lack of coaxiality between the valve and the native annulus during the deployment. Therefore, a decision was made to re-sheath again. A decision was then made to remove the valve. A bav was performed with a 26mm balloon under contrast. The fully inflated 26mm balloon revealed a significant insufficiency. A decision was made to upsizing to a 29mm navitor valve. On the first deployment attempt, the valve was deployed to 80% at a depth of 4mm non-coronary cusp (ncc) and on the left coronary cusp (lcc). It was noted that the valve began to drift toward the aorta, which began at approximately 40% on the lcc side. This resulted in a position too high at the lcc. The navitor valve was not released at this time from the catheter. It was noted that there was always a lack of coaxiality between the valve and the native annulus during the deployment. In the physician¿s opinion, the reason why the valve expanded non-uniformly was due to there were 4-5 stent struts on the ncc that were not separated and were located directly next to each other. On the third attempt, the valve was implanted at a height of 3mm non-coronary cusp (ncc) and 2mm lcc. It was noted that the valve had been resheathed three times, there was no pvl, and the patient had a gradient of 4mmhg. However, post procedure, a left bundle branch block (lbbb) occurred, requiring a monitor. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. It was reported that the patient was discharged.